Event description:
It was reported to boston scientific corporation that a captivator oval snare standard was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, while attempting to snare the polyp, the nurse received an electrical shock. She received a small burn under her glove which was the size of a pin prick. No treatment was required. There was no harm to the patient and the procedure was completed with another captivator oval snare standard. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be field.